Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Information related to the composix kugel mesh implanted in 2004 will be reported in accordance with rae.

Event description:
Attorney reported: in 2003, the patient underwent an incarcerated ventral hernia with placement of a bard kugel hernia patch. In 2004, the patient underwent a recurrent incisional hernia repair procedure with placement of a recalled composix kugel. Patient required this additional mesh implant and hernia repair as a result of the formation of incarcerated omentum and an entrapped small bowel that formed due to the defect of the initial bard kugel hernia patch implant in 2003. Physicians reduced the incarcerated omentum and freed the entrapped small bowel from the incisional hernia defect. In addition, noted remnants of the bard kugel hernia patch were discovered by physicians in the recurrent hernia. The patient was otherwise caused injury due to defects in the kugel patches.